Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump fell. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.